Manufacturer narrative:
This event has been recorded by zimmer biomet (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the zimmer dermatome device skipped while harvesting a graft. Attempts have been made and no further information has been provided. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow up report is being submitted to report additional information. Conclusion summary: on (B)(6) 2018 , it was reported that the device is skipping while harvesting a graft. The customer returned a dermatome an device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated dermatome an serial number (B)(4) as documented in the repair reports. Initial qa inspection of the dermatome an on (B)(6) 2018 revealed that the control bar had slight movement up and down caused by the fine adjustment cam shifting. The calibration and motor speed were both within specifications. Repair of the dermatome an was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the bearings, o-ring, and adjusting and tightening down the cam. Dermatome an, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since no testing was able to be performed to try to replicate the reported event. However, during the initial inspection it was noted that the control bar had slight movement up and down caused by the fine adjustment cam shifting. This variation in movement could have attributed to the skipping. The root cause of the reported event could not be specifically determined with the information that was provided. No testing was able to be performed to try to replicate the reported event. However, during the initial inspection it was noted that the control bar had slight movement up and down caused by the fine adjustment cam shifting. This variation in movement could have attributed to the skipping. It is unknown with the information that was provided how this occurred. The issue was resolved with the replacement of the bearings, o-ring, and adjusting and tightening down the cam. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.